Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue happened during a coronary diagnosis procedure and the procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system on site and confirmed that there was an error in ball tube. Upon function analysis fse checked the system user message and confirmed the ball tube filament error. Fse switched off the system and restarted it. After cold/warm restart the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that a ball tube error appeared. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.